Event description:
It was reported that in 2014 the atrial lead exhibited several low impedance measurements which recovered to normal in-range measurements. The patient was monitored. During a routine defibrillator change out procedure, the lead exhibited an insulation anomaly. The lead was explanted and replaced. The patient would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that a partial lead was returned. The insulation was abraded at 2.2 cm to 3.0 cm and 37.2 cm to 37.5 cm from the distal tip which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely contributed to the reported impedance anomaly.